Event description:
Customer's family member reported that customer was hospitalized for high blood glucose and dka. Family member also stated that the doctor requested that the pump be replaced. Troubleshooting was performed and pump appeared to be operating normally. Instructed to disconnect return pump and resort to manual injections.